Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The father reported via phone call of high blood glucose readings, history anomaly and no delivery alarm from the insulin pump. The customer's blood glucose reading was 410 mg/dl. The father stated that they received a no delivery alarm while changing the battery. The father also stated that the history is not showing the no delivery alerts. The customer was advised to perform a 5.0u fixed prime. The customer declined to troubleshoot. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.